Manufacturer narrative:
(B)(4).

Event description:
It was reported that high frequent noise leading to pacing inhibition was observed on pacemaker dependent patient's egm. External emi was suspected. Programming changes were suggested. Patient will be called in clinic for device reprogramming. Patient was doing fine.